Event description:
Death certificate was received from funeral home. The form indicated that the patient passed away (B)(6) 2023 as an inpatient at a medical center. Patient passed due to anoxic encephalopathy, cardiac arrest, acute pulmonary embolism, and parkinson's disease. The manner of death is noted as natural. No autopsy was performed. Per the physician, vns was not directly linked to the patient's death but the battery was no longer working as it had reached end of life. No other relevant information has been received to date.

Event description:
It was reported that the patient passed away. The cause of death was not provided. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.